Event description:
Caller reported a malfunction on pump, identified as malf 12, with fault ID available. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted caller in resetting pump, after which the malfunction code did not recur. Customer was advised to continue using pump and contact support if issue reoccurs.